Event description:
It was reported to philips that the ready for use (rfu) indicator cable broke during an fco board replacement/update. There was no reported patient involvement/adverse patient impact.